Event description:
The stryker core impaction drill was sent in for repair due to overheating during a procedure. The procedure was completed with another device; no adverse consequence was associated with the event.

Manufacturer narrative:
During quality investigation the customer's complaint could not be duplicated. Further investigation revealed a broken rotor, drive shaft and etched spindle housing. The broken parts were replaced and the device was cleaned, lubed, adjusted and returned to the customer.